Event description:
Customer's daughter reports customer was acting and behaving irrationally while using the advantage sys. Daughter reports customer had been tired all day, tested back to back with results of 309 mg/dl, 266 mg/dl and 279 mg/dl. Meter results did not match customer's symptoms. Customer was using expired strips. Daughter reports paramedics came and tested customer with a low blood glucose; actual result was unk. Daughter reports paramedics treated customer with glucose; type and method was not provided. No controls were run. A request was made for return of the suspect prod and a replacement was sent.